Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the right lead migrated down. The patient underwent a revision procedure wherein the leads and anchor were replaced. The patient was doing well postoperatively, and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Sc-2218-70 (sn (B)(6)). Sc-2218-70 (sn (B)(6)). Investigation results: the leads were not returned for analysis; therefore, a technical analysis could not be performed. The explanted devices were discarded by the medical facility. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-4318 (bn/ln 29625929). Investigation results: the anchor was not returned for analysis; therefore, a technical analysis could not be performed. The explanted device was discarded by the medical facility. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2025. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7084168. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 29625929. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the right lead migrated down. The patient underwent a revision procedure wherein the leads and anchor were replaced. The patient was doing well postoperatively, and the explanted devices were discarded by the medical facility.